Event description:
It was reported that during the process of replacing the tracheotomy cannula, the doctor found that the tracheostomy tube balloon was leaking. Replacement of the tracheostomy cannula was immediately carried out. It was reported that "no damage was caused to the patient".

Manufacturer narrative:
G5: 510k is blank, item is not sold in the us. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Due to fact that cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. No trend of confirmed complaints in relation with this issue was identified.